Event description:
A user complained that a curlin administration set was leaking from the injection port. There was no patient injury.

Manufacturer narrative:
The device evaluation confirmed that the leakage occurred due to a rupture of the rf weld in the vicinity of the medication injection port. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted in 2007 and a review of complaints. No patient injury.